Event description:
On (B)(6) 2007, the patient underwent treatment of a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis. On (B)(6) 2014, follow up imaging identified a proximal type I endoleak. It was reported imaging also showed an aortic arch aneurysm that measured 7.8 cm; however, there was reportedly no evidence of aneurysm enlargement. The cause of the endoleak is reportedly unknown. On (B)(6) 2014, an additional procedure was performed to treat the endoleak. It was reported there was approximately 2 cm of neck length for proximal extension, so a conformable gore® tag® thoracic endoprosthesis was implanted for proximal extension to the edge of an aortic arch debranching graft that had been placed previously. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the endoleak is reportedly unknown.